Event description:
Blood glucose meter read 412 mg/dl and a repeat result measured hi. It was reported a lab was performed and measured 88 mg/dl however it was not certain the time between the meter to lab comparative. Reporter stated the pt was not treated based on the meter result and no other treatment was received. Reporter indicated controls were run and found to be within range however the meter may not have been coded correctly but there is no way to be certain at this time. A request was made for the return of the suspect device and replacement rproduct was sent.